Event description:
Equipment. Patient described the area as burn like marks and peeling skin under the chest area and on the stomach. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. The doctor stated that the patient should continue to wear the lifevest. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.